Manufacturer narrative:
Insulin pump was received with intermittent up button due to light moisture damage to keypad traces. Insulin pump received with minor scratches on lcd window, cracked case at display window corners and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an up arrow button that became stuck. The blood glucose reading was 120 mg/dl. No significant events leading to the keypad issues were observed. The customer stated that he was going to perform a bolus when he noticed the issue. Advised replacement of the insulin pump. Nothing further reported.